Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime or fill anomaly and no delivery or occlusion alarm during testing. The motor arm cannot communicate with the main arm error and hardware low level failures error confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure as well as the motor arm cannot communicate with the main arm alarm. Customer¿s blood glucose level was 8.9 mmol/l. Customer also reported that they received insulin flow blocked alarm. Customer stated that the able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer stated that the perform a self-test and the test was did not passed. Customer troubleshoot was performed. The insulin pump will be returned for analysis.